Event description:
Pt advocate called in regarding questions about a medtronic teletrace pacemaker transmitter type system that pt. Has in the home. Advocate said that this transmitter is taking longer to transmit - it usually takes 3 minutes and the last few times it took 10-15 min. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).